Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that they had received alerts about erratic patient temperature and arctic sun device would stop therapy. Patient temperature was 33.7c, target temperature was 33.5c, water temperature had been between 21-40c and currently 37.1c. The esophageal probe in place and nurse had verified patient temperature via alternate source, and it correlated with temperature on arctic sun device. The nurse had not noticed much fluctuation except patient temperature between 33.3c and 33.7c. The event log showed alarm 15 (unable to obtain stable patient temperature), alert 50 (patient temperature 1 erratic) and alarm 14 (patient temperature 1 probe out of range). There were no shorts detected. The nurse went ahead and changed out temperature cable. The system diagnostics indicated outlet monitor temperature (t1) was 40.2c, outlet control temperature (t2) was 40c, inlet temperature (t3) was 39.2c, chiller temperature (t4) was 4.3c, water flow rate was 1.2 l/m, inlet pressure was 7 psi, circulation pump command was 35%. It was noted that the water temperature increased to 38.3c. The trend showed 4 bars trending upward. Noted algorithm designed for adult and infant temperature fluctuates faster and more frequently. Noted if they do any flushes, medication administration or feedings that it could also affect patient temperature. The infant was alert and crying in the background who was the patient and mss reminded the nurse to ensure the probe stayed in place.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause of the reported issue could be a damaged temperature cable. However, this cannot be confirmed. Patient temperature was 33.7c, target temperature was 33.5c, water temperature had been between 21-40c and currently 37.1c. The esophageal probe in place. Nurse had verified patient temperature via alternate source, and it correlated with temperature on arctic sun device. Nurse had not noticed much fluctuation except patient temperature between 33.3c and 33.7c. The event log showed alarm 15 (unable to obtain stable patient temperature), alert 50 (patient temperature 1 erratic) and alarm 14 (patient temperature 1 probe out of range). There were no shorts detected. Nurse went ahead and changed out temperature cable. The system diagnostics indicated outlet monitor temperature (t1) was 40.2c, outlet control temperature (t2) was 40c, inlet temperature (t3) was 39.2c, chiller temperature (t4) was 4.3c, water flow rate was (B)(4) , inlet pressure was (B)(4) , circulation pump command was 35%. It was noted that the water temperature increased to 38.3c. The trend showed 4 bars trending upward. Noted algorithm designed for adult and infant temperature fluctuates faster and more frequently. Noted if they do any flushes, medication administration or feedings that it could also affect patient temperature. The infant was alert and crying in background. Nurse confirmed that was the patient and mss reminded nurse to ensure probe stayed in place. All available information has been received. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the (temperature cable) product ifus were found to be adequate based on past reviews. Correction: h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they had received alerts about erratic patient temperature and arctic sun device would stop therapy. Patient temperature was 33.7c, target temperature was 33.5c, water temperature had been between 21-40c and currently 37.1c. The esophageal probe in place and nurse had verified patient temperature via alternate source, and it correlated with temperature on arctic sun device. The nurse had not noticed much fluctuation except patient temperature between 33.3c and 33.7c. The event log showed alarm 15 (unable to obtain stable patient temperature), alert 50 (patient temperature 1 erratic) and alarm 14 (patient temperature 1 probe out of range). There were no shorts detected. The nurse went ahead and changed out temperature cable. The system diagnostics indicated outlet monitor temperature (t1) was 40.2c, outlet control temperature (t2) was 40c, inlet temperature (t3) was 39.2c, chiller temperature (t4) was 4.3c, water flow rate was (B)(4) , inlet pressure was (B)(4) , circulation pump command was 35%. It was noted that the water temperature increased to 38.3c. The trend showed 4 bars trending upward. Noted algorithm designed for adult and infant temperature fluctuates faster and more frequently. Noted if they do any flushes, medication administration or feedings that it could also affect patient temperature. The infant was alert and crying in the background who was the patient and mss reminded the nurse to ensure the probe stayed in place.